Event description:
The manufacturer received information in reference to a ds2adv auto CPAP with an allegation of can't sleep, coughing, headache, feeling sick. This device is not part of the recall. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received information in reference to a ds2adv auto CPAP with an allegation of can't sleep, coughing, headache, feeling sick. This device is not part of the recall. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.